Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. No alarms were reported in association with the event. It was reported that the patient experienced right heart failure, beginning on (B)(6) 2019. The patient presented with shortness of breath on a bipap machine, generalized weakness, and difficulty standing. The account reported that the symptoms were multifactorial and may have been related to hypervolemia, an arrhythmia, or hypoalkemia. The patient was started on torsemide and bumex and was administered electrolytes, which improved the patient¿s condition. The event reportedly resolved on (B)(6) 2019 and was not considered to be device-related. The patient remains ongoing on heartmate 3 lvas, serial number mlp (B)(6). The heartmate 3 lvas IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 right heart failure patient was presented with shortness of breath on bilevel positive airway pressure (bipap), generalized weakness, and difficulty standing. The symptoms were multifactorial and may have been related to hypervolemia, arrhythmia, or hypokalemia. The patient was started on torsemide 150 mg bid, bumex gtt 1 gm/hr, and replete electrolytes.